Event description:
Per the clinic, the patient experienced magnet dislodgement during an MRI (tesla strength not reported). Surgery to replace the magnet has been completed on (B)(6) 2025. The implanted device remains. Additional information has been requested but has not been made available as of the date of this report.